Event description:
A customer reported that their pump screen went blank unexpectedly and that the led was not blinking, requiring the pump to be plugged into a power source to turn back on. There was no adverse impact to the customer's blood glucose level, confirmed not to have exceeded 500 mg/dl. The customer declined further troubleshooting, expressing dissatisfaction with the company's troubleshooting process, and requested a replacement pump. The company approved the replacement to maintain customer satisfaction and advised the customer on pump software updates and future troubleshooting procedures. Steps were taken to send out the replacement pump, along with required training instructions and return procedures for the problematic pump. Customer continued to use the pump for insulin therapy.